Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
Customer called stating that he had two catheter balloons to burst within the last week. One occurred after two days and the other occurred within hours of insertion.

Manufacturer narrative:
(B)(4). The device lot number provided was not valid; therefore a DHR review could not be conducted. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. In the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
Customer called stating that he had two catheter balloons to burst within the last week. One occurred after two days and the other occurred within hours of insertion.